Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " left side has a deflation issue as well." Device explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white particles inner the device and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on posterior, radius and anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported "left side has a deflation issue as well." Device explanted.